Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for routine implant of the right ventricular lead. During the procedure the lead became dislodged from the myocardium after it was fixed in place. The helix was observed to be clogged with tissue, therefore the physician was unable to reposition the lead. The procedure was completed using a replacement lead. The patient was stable.